Event description:
It was reported to medtronic neurosurgery that the valve was occluded and explanted.

Manufacturer narrative:
The valve was patent and passed reflux and leak testing. Therefore, the conditions of the complaint could not be duplicated by lab personnel. The device did not meet the requirements for siphon testing. This precluded pressure-flow testing at -50 cm hydrostatic pressure. The device did not meet all established specifications for pressure-flow and preimplantation testing. It is unk what caused the reported event. The instructions for use that accompany the device caution that shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. A review of the mfg records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture.